Manufacturer narrative:
The evaluation of item pgcah reported with a broken hex concluded the bevel of the abutment that sits onto the implant has been comprised during prepping. If the bevel is undamaged, then microgaps in seating may be avoided to cause future failures. Because the bevel was comprised, this led to the hex to fracture.

Event description:
The hex broke on the abutment.